Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve fell off. The following information was provided by the initial reporter. The customer stated: "the rubber sleeve was separated from the luer adapter and was trapped with the tube."

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve separation was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and functional testing. The issue of sleeve separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the sleeve fell off. The following information was provided by the initial reporter. The customer stated: "the rubber sleeve was separated from the luer adapter and was trapped with the tube."